Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the post-implant check. Upon interrogation, the insertion site of the implantable cardioverter defibrillator exhibited dehiscence. There was no sign of infection. The wound was cleaned and the patient was stable during the interrogation.

Event description:
New information on (B)(6) 2018 stated that the patient was brought into the clinic on (B)(6) 2018. The observed dehiscence was resolved and the patient was stable and discharged.